Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: reboots were observed during a review of the black box. There were no alarms related to the complaint in the pump alarm history. The battery compartment was found to be cracked along the side and from the bottom traveling to bumper. During evaluation, there was moisture damage found inside the battery compartment. The battery compartment was found to be leaking during a leak test. The returned battery cap used for testing. The battery cap contact height and width were found to be within specification and the battery cap tightly secured to the pump. The pump was powered on and exercised for 24 hours with no power issues and no alarms. The pump was opened; there was moisture damage found on the force sensor and on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the battery compartment or battery cap. There was reportedly no moisture or corrosion in the pump. There was no indication that the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.